Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 300 mm in length thoracic dissection. It was reported three months post index procedure, there was false lumen perfusion behind the distal stent graft. The physician elected to add an additional valiant stent graft extension and implanted coils. The false lumen perfusion was resolved. It was also noted that there was a slight type IV endoleak present. The patient will be monitored by the physician. It was also noted that in many dissection cases the false lumen doesn't always thrombose right away. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.